Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 0.077" x 0.664" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint regarding a crack in the instrument blade was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the harmonic ace instrument tip was broken after using for about 15 minutes during dissecting surgical task. The instrument did not collide with any other instrument or tool during use. The instrument wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument. The customer inspected the instrument prior to use and found no damage. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. There is no report of detachment and no report of fragment(s) falling inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer observed a crack in the instrument blade, and when they removed the instrument and checked the blade outside the patient's body, it broke. The nurse confirmed that no fragments fell into the patient during the procedure.